Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, non-sustained oversensing (nso) due to post-paced t-wave oversensing (pptwos) was reported. Re-programming was recommended. The patient was stable.